Event description:
On 15 jun 2009, the sale rep reported the prong was broken. Additional info received from the sales rep on 10 jul 2009. The pt was undergoing a revision surgery for adjacent level fusion. The prong that broke did not fall into the wound and the surgeon was able to complete the surgery as indicated with another driver. There was no surgical delay. The rep was unable to provide any demographic data, or the date of surgery. This malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
Product is an instrument and not implantable. Requests have been made for the return of the product. Device manufacture date is unk. Eval is pending.